Event description:
During a literature review, it was revealed in a retrospective study on kyphoplasties and vertebroplasties that a case of symptomatic cement leakage occurred during a vertebroplasty procedure. No further information on the patient was provided.

Manufacturer narrative:
Vertebroplasty and kyphoplasty, two techniques of percutaneous treatment of osteoporotic vertebral fractures. Jimenez-martin a, mena-bernal-escobar r, castilla-serrano f, galera-diaz jr, vazquez-garcia r, almeida, c. Orthopaedic surgery and traumatology service, nuestra senora de valme u.h., seville. Statistics service, research unit, nuestra senora de valme u.h., seville. Article url http://www.jortho.org/2007/4/4/e13/index.htm. H6. Method: routine literature search.